Event description:
It was reported to boston scientific corporation on april 18, 2022 that and auriga xl console was used in a procedure performed on (B)(6) 2022. During the procedure, the physician found the machine was leaking and the energy was unstable. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.